Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific on march 29, 2007, that during the placement of an ultraflex stent system on a female pt (age unk), the stent partially deployed "about 5mm only" and "it was not possible [to] release the stent" completely. The physician removed the device and completed the procedure successfully using another same device. The pt was reported to be "in good condition."